Manufacturer narrative:
The compliant pump does not infuse probable cause could be the bubble detector.

Event description:
The event occurred on an unspecified date and involved a plum a+ infusion pump where it was reported by the customer the pump does not infuse. There is unknown patient involvement and unknown patient harm.